Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) was pushing out of the patient¿s skin and was ¿curling from the top.¿ the patient noted that the ins would get caught on their pants when they pulled them up. They stated their ins was taken out and repositioned. No further complications were received. The patient was implanted for spinal pain.